Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 205 mg/dl and 45 mg/dl. At the time of the event, the customer felt tired, weak, and had blurred vision. He was able to self-treat with food and juice. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.